Event description:
The customer reported the subject device was exhibiting an issue with zooming in an image. There was no patient/user harm or injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the secondary water supply channel. This report is being submitted for the malfunction found during evaluation (foreign material in secondary water supply channel). Additional details were requested regarding the reported event; however, no further information was available.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely foreign material was found in the forceps channel due to insufficient reprocessing or handling. However, a definitive root cause could not be determined. The reported issue (issue with zooming in an image) was confirmed and found to be caused due to a malfunction of the zoom mechanism. In addition, service found the bending angle was out of specification due to wear of the angulation wire, there was play in the angulation knob due to wear of the angulation wire, the insertion tube was wrinkled, the adhesive on the bending section cover was detached, the adhesive on the light guide lens was peeled off, image issues due to adhesive peeling off from the objective lens, the color ring was cracked, stains on the air/water cylinder, and the control section were difficult to remove due to handling, the air/water supply pipe was loose, the suction cylinder was shaved, the forceps mouthpiece was shaved, there was water leakage in the electrical connector, the paint on the air/water cylinder was peeled off, and the paint on the suction cylinder was peeled off. Scratches were observed on the insertion tube, the plastic distal end cover, the control section, the hardness adjustment ring, the switch box, the control cover, the up/down angulation knob, the up down angle lever, the right/left angulation knob, the grip, the universal cord, the scope connector, the scope connector cover, and the right left angle lever due to external factors. Per the legal manufacturer, these other device issues found by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.